Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. Additionally, it was reported that continuous glucose monitoring (cgm) device is being used on a patient under 2 years of age. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Manual testing was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. Labeling indicates: the dexcom continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined.